Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0j8cd, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had an ongoing bladder infection since last (B)(6). The patient was on antibiotics 9 times and since (B)(6) they had started 4 different antibiotics. The implantable neurostimulator (ins) was put in (B)(6) and at the time and right after the patient did not have an infection. It worked beautifully and the patient went from 4 depends a day down to 1 light pad a day. Now since right after that the patient had a continuous bladder infection. The patient had not changed the setting on their pacer because it worked on their symptoms with no infection going on. The patient wanted to know if they should stay on their current settings with the infection. The patient started another antibiotic for 7 days and was hoping it would go away. It was noted that the patient was diabetic. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.